Event description:
During a remote follow-up, noise was observed on the right atrial (ra) and right ventricular (rv) lead. Provocatve testing was performed and the noise was not reproduced. No intervention is planned. The patient was stable and will continue to be monitored.